Event description:
A malfunction was reported on the pump with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.